Event description:
Customer stated they had pain and retainers were cutting into their gums causing some bleeding. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.